Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
This event was previously reported to the FDA under mw5090797. It was reported that a caucasian female patient who underwent breast augmentation surgery with a 325cc mentor memorygel breast implant (side unknown) and an unspecified gel breast implant (side unknown) experienced cysts on ovaries, swollen lymph nodes throughout body, severe hair loss, joint pain all over body, swollen face, kidney dysfunction, liver dysfunction, depression, anxiety, mood swings, gero, temperature intolerance, vomiting when overheated, inability to perform adls, difficulty swallowing, night sweats, insomnia, raynauds syndrome, heart palpitations, weight gain, ringing in ear, severe spike in bp, diarrhea, dehydration, numbness in hands, tingling in hands, tingling in feet, tingling in ears, flushing in face, flushing in chest post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-26223 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).